Event description:
Facility reports that while lifting a resident from wheelchair to bed, that the adapter, product (B) (4) allegedly broke, dropping the resident back onto the wheelchair. No injuries were reported.

Manufacturer narrative:
The adapter which allegedly broke during this transfer was thrown away by the facility and could not be examined by the MFR. Inspection notice sent to end users in 02/2009, by the MFR, instructed users to only use the adapter per MFR's instructions - "that it hangs vertically and is able to move freely". Recall has been initiated for the adapter which allegedly broke during this transfer.